Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on this right atrial (ra) lead. As a result, an automatic safety switch (lss) from bipolar to unipolar configuration occurred. The patient was evaluated in clinic and reprogramming was performed, however, reproducible noise was observed. After the lss, oversensing was observed as well and as a result, inappropriate atrial tachy response (atr) episodes were stored. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. Additional information was received that the patient was evaluated in clinic and reprogramming was performed. An inner conductor wire issue on the ra lead was suspected but not confirmed. The physician discussed to replace this lead, however, the patient declined this at this time. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on this right atrial (ra) lead. As a result, an automatic safety switch (lss) from bipolar to unipolar configuration occurred. The patient was evaluated in clinic and reprogramming was performed, however, reproducible noise was observed. After the lss, oversensing was observed as well and as a result, inappropriate atrial tachy response (atr) episodes were stored. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on this right atrial (ra) lead. As a result, an automatic safety switch (lss) from bipolar to unipolar configuration occurred. The patient was evaluated in clinic and reprogramming was performed, however, reproducible noise was observed. After the lss, oversensing was observed as well and as a result, inappropriate atrial tachy response (atr) episodes were stored. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. Additional information was received that the patient was evaluated in clinic and reprogramming was performed. An inner conductor wire issue on the ra lead was suspected but not confirmed. The physician discussed to replace this lead, however, the patient declined this at this time. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this device exhibited undersensing of atrial fibrillation (af). As a result, the device delivered pacing during the episode. Reprogramming options were offered by ts such as ra sensitivity adjustment. No adverse patient effects were reported. This lead remains in service.